Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, a working channel protrusion was noted. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The supplement due on september 27, 2016 had an incorrect date. The correct date should have been august 31, 2016. This error was discovered on september 23, 2016, therefore this supplement is being sent to notify the FDA of the error.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, a working channel protrusion was noted. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Correction as of august 28, 2016: reportedly, there was no other visible damage noted. To the device. According to the complainant, the working channel sleeve protruded from the working channel during the procedure, inside the patient. No part of the device detached and it was confirmed that there were no patient complications due to this event.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, a working channel protrusion was noted. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Correction as of august 28, 2016. Reportedly, there was no other visible damage noted. To the device. According to the complainant, the working channel sleeve protruded from the working channel during the procedure, inside the patient. No part of the device detached and it was confirmed that there were no patient complications due to this event.